Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
Further information was requested, but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-07408, related manufacturer reference number: 2017865-2022-07410, related manufacturer reference number: 2017865-2022-07411, related manufacturer reference number: 2017865-2022-07412. It was reported the patient presented with infection. The system was explanted and replaced. During the procedure, it was observed that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the infection was not alleged to be due to an abbott product.